Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. Insulin pump was monitored and no alarm, no vibrating and no constant tone during testing. No moisture damage found inside the pump. Insulin pump received with corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he had to jump into the pool to save his child and he was wearing the insulin pump. The device now had fluids in the screen. Customer's blood glucose was 121 mg/dl. Customer states the device is vibrating without an alarm or alert. The display went blank after pump was exposed to the moisture. Customer stated the device does have a constant tone. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.